Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was making a weird noise during rewind. Customer's blood glucose was unknown. Customer declined troubleshooting. Customer was uncomfortable with the device. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: unit received with motor noise and alarmed motor error during rewind due to faulty motor. Unable to perform the self-test, unexpected alarm error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or operating currents due to motor error alarms. Unit had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners